Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic gastrectomy, an unknown error occurred several times. The device was functioned properly when reactivated, but it became not to function when unknown error occurred again. The blade was broken when the device was wiped with gauze on mayo-table. The broken pieces were completely retrieved, and no pieces fell into the patient. The surgeon commented that the device was activated clamping clips. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.